Manufacturer narrative:
Root cause: supplier machined the wires incorrectly. Critical features not inspected. As a corrective action, all wires in inventory were reworked so that the wires could fit within the implant inner diameter. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
When the physician removed the k-wire, the implant came with it.